Event description:
On (B)(6) 2009 the patient was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2011 the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component. Multiple attempts were made to obtain additional information for this event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: (B)(4).